Event description:
It was reported that during a vats with a mini-thoracotomy procedure, the device did not staple. Another device was used to complete the procedure. There were no adverse consequences for the patient. Requested additional information to find out if the device cut.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.